Event description:
It was reported that during a da vinci si hysterectomy procedure, the permanent cautery hook (pch) instrument sparked and then smoke was observed coming from the joint at the tip of the instrument. The planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.